Manufacturer narrative:
Customer indicated product is not available for return, so we were unable to investigate for root cause. The lot history, trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates.

Manufacturer narrative:
The product sample was discarded; therefore, a product evaluation cannot be conducted. The sterilization and lot history records were reviewed and found to be acceptable.

Event description:
The user facility reported the cutter wasn't working. They used another cutter to complete the surgery. There was patient contact, but no medical intervention was required.